Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon device threshold testing with rf, when the end test button was depressed, the test did not end. The boston scientific sales representative powered down the pacing system analyzer (psa) to stop the threshold test. The pacer dependent patient did not experience adverse effects as a result. Technical services discussed rf and environmental factors.